Event description:
Pt was pedestrian struck by an automobile in 2005. Two weeks later developed bilateral pulmonary emboli, was anticoagulated, and greenfield ivc filter placed. Developed shortness of breath, collapsed and died. At autopsy, large saddle thromboembolus occluding pulmonary trunk and main pulmonary arteries was seen. The greenfield filter was found to be dislodged and located in right ventricle of heart. Some of the thromboembolus was still attached to it. Bilateral lower extremity deep vein thromboses were present.